Event description:
Foley catheter found out of pt. Catheter appeared to be broken off at the tip behind balloon section indicating that part of the catheter was still in pt's bladder. Pt was bleeding heavily from penis.